Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he was recently treated by paramedics due to a blood glucose level below 20 mg/dl. Customer stated that the insulin pump may be over-delivering at night. The customer stated that paramedics gave him a glucose injection and some food. Blood glucose level at the time of the call was 110 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump was programmed with multiple basal rates and boluses and was monitored. The basal rates and boluses were delivered properly. The daily totals functioned properly. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.